Event description:
Patient's inr result with device was 5.8; lab inr for this patient was 4.4. Patient's dose was held until lab result came back (lab draw was done within four hours of device result being obtained).